Event description:
It was reported that they received a maude report from the FDA for a device that belongs to edwards. The maude report is for a model 4400, 34mm annuloplasty ring. The event was reported as, "a heart surgeon doctor implanted a carpentier edwards annuloplasty ring in a patient's heart in 1996 without the patient's permission. It has not worked since it was put in. They tried to keep it from the patient by not telling them. The manufacturer had to tell the patient. Also the patient had an atrial septal defect which was a hole that did not close in the heart. The facility shortened the heart muscle during implant, and the patient's heart only pumps 25 percent. Due to this the patient has a curvature of the spine and neurotrophy in their back legs. Social security has denied the patient since 1984 for disability. The patient also had 4 bypasses and a pacemaker defibrillator since 1996. The diagnosis was weakness in the heart muscle pumping. The event was abated after use stopped or dose reduced. No additional information was provided."

Event description:
A negative advia centaur xp (B)(6) result was obtained for a patient sample. The negative result did not match the positive results obtained by three other methods. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
No product return. This event was determined to be reportable per edwards lifesciences procedures. The event was learned via FDA maude report. A device history record is not possible due to no lot/serial number was provided.

Manufacturer narrative:
Requests were made for additional information, however, no additional information was provided since the reporter asked for ambiguity.